Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
Olympus medical systems corp. (Omsc) was informed that during withdrawal of the subject device from the patient, ureter perforation was occurred. After observation of a female patient's kidney, the user withdrew the subject device, though a part of diameter gap in the bending section capped the opening of the ureter, the user removed the subject device without special effort and then the perforation occurred. The user facility commented that the ureter tangled in the subject device when the subject device was withdrawn to the external opening of urethra. As the perforation occurred, the user facility put a stent in the ureter. The user facility would follow up if the kidney and the ureter are to be connected by patient's spontaneous healing. If the user facility judges there is no connection, they would perform an open operation. Though the patient had an arctation in her ureter, the subject device could be inserted uneventfully and the user did not feel resistance during withdrawal. The patient is in her recovery trend.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Based upon the evaluation of the subject device by omsc, the subject device failed the leakage test due to a defect in the bending section. The outer diameter and the angulation did not pass the manufacturer's shipping criteria that the subject device had passed upon shipping. Inside the fracture tube, there were a breakage of the bending structure and a little corrosion of cable support parts. Based on the findings, it could not be ruled out as an exact cause that the user's handling such as forcible insertion caused the fracture of the bending section and the fracture might be derived from the water invasion inside the scope. The manufacturing history was reviewed, but with no irregularities related to this problem noted.